Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis as well as hyperglycemia on (B)(6) 2018. The customer blood glucose level was 490 mg/dl and above 500 mg/dl at the time of incident and the current blood glucose level was 229 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections, insulin pen, fluids of potassium and long acting insulin through injections during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not alleging pump was under delivering. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. (B)(4).